Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 11-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer's representative regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the entire system was explanted because both the battery pocket and lead pocket were infected. The issue was resolved. No further complications reported/anticipated.